Event description:
It was reported, that out of range issues occurred between the transmitter and pump, for an unspecified duration of time. The customers blood glucose level was 450 mg/dl. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.